Event description:
This is report 1 of 2. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were discontinued. On an unknown date, the patient experienced peritonitis. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was discharged from the hospital six days later and was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h12l15026 and h13a23070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).